Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a alarm 30 (motor stall) occurred during pumping. There was no reported impact to blood glucose. Reportedly, the customer had manual injections available as alternate insulin therapy.